Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
User facility reported a uterine perforation seen on laparoscopy following in an uneventful novasure ablation. Treatment included cauterization of the perforation and antibiotics. The patient was admitted to the hospital for observation. During follow-up in 2009, it was reported the patient was discharged from the hospital the next day. A metal sound (not a hologic device) was used prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.